Manufacturer narrative:
The complaint of leakage was confirmed based on the photo provided, showing a droplet of liquid on the inlet tubing connection but a cause cannot be determined. However, leakage on the returned new sister sample 142540489 plum set could not be confirmed. The returned new 142540489 plum set met product specifications. Without the return of the used device, a comprehensive failure investigation cannot be done and a probable cause cannot be determined.

Event description:
It was reported that the plum set leaked paclitaxel near the connection site of the tubing and filter 50 minutes into the infusion. Approximately 50 mls of paclitaxel remained at the time the leak was noticed. The patient was exposed to a small chemotherapy spill on her clothing (shirt sleeve) and arm. The PICC dressing was removed due to being exposed to chemotherapy spill. The patient's arm was cleansed and the patient's dressing and clothing (shirt) were reported to be changed.